Event description:
The customer reported the system locked up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hv control cable assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.